Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the device displayed an e6 error during the functional assessment and the system shut down. The device could not be run long enough to measure the temperature. This is due to immersion during cleaning. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that during pre-check, the device "overheated." The device was not used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.